Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 3777-45, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
The patient experienced a shocking or jolting sensation. There was no known accident or incident related to the complaint. Additional information has been requested.